Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. During the device replacement, insulation damage on the atrial lead was noted. Additionally, high pacing impedance on the left ventricular (lv) lead was noted. Both leads were also explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report numbers: 2017865-2018-16511 and 2017865-2018-16514.